Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test. However, intermittent motor error alarms were noted during the rewind due to a fluctuation in motor current. The motor was tested outside of the device and measured with a high currents draw on the power supply. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during basal. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.